Event description:
The customer stated that they used the device to check their blood glucose and they obtained high results. They took insulin and became non-responsive. They did not provide details and refused to give more info. 911 was called and pt was hospitalized. The device was replaced and requested to be returned for eval.